Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included recurrent abortion (two miscarriages), pre-eclampsia, multi gravida (pregnancies: 7) and parity 5 (live births: 5((B)(6) 2004, (B)(6) 2005, (B)(6) 2005, (B)(6) 2007)). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion of right implant"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and cyst ("cysts nos"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery total hysterectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, abdominal pain upper, complication of device insertion and cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, complication of device insertion, cyst, cystitis, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: aka names added. Event added: did not undergo an essure confirmation test, hormonal changes, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), cyst nos, vaginal discharge, and pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included recurrent abortion (two miscarriages), pre-eclampsia, multi gravida (pregnancies: 7) and parity 5 (live births: 5((B)(6) 2004, (B)(6) 2005, (B)(6) 2005, (B)(6) 2007)). Concurrent conditions included irregular periods, menstrual disorder and nausea. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion of right implant"). In 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (vaginal)") with vaginal discharge, cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and cyst ("cysts nos"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, abdominal pain upper, complication of device insertion and cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, complication of device insertion, cyst, cystitis, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media abdominal cramping,abdominal cramping,pelvic pain,dymenorrhea¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included recurrent abortion (two miscarriages) in 2006, pre-eclampsia in 2007, multi gravida (pregnancies: 7), parity 5 (live births: 5 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2005, (B)(6) 2007)), depression, anxiety, post-traumatic stress disorder and bipolar disorder. Concurrent conditions included irregular periods, menstrual disorder, nausea and tubal ligation. Concomitant products included aripiprazole, fluticasone, ibuprofen, oxybutynin hydrochloride (oxybutynin chloride) and paracetamol (tylenol). In (B)(6) 2009, 11 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), vaginal infection ("infection (vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion of right implant"). In (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cyst ("cysts nos"), fatigue ("fatigue") and mental disorder ("mental health issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, abdominal pain upper, complication of device insertion, cyst, dysmenorrhoea, dyspareunia, fatigue, hypertonic bladder and mental disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, complication of device insertion, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertonic bladder, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media abdominal cramping,abdominal cramping,pelvic pain,dymenorrhea.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: plaintiff fact sheet. New reporters and reporter information added. Events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, overactive bladder, mental health issues were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('stillbirth or miscarriage'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('heavy abnormal bleeding') in a 23-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included pre-eclampsia in 2007, recurrent abortion (two miscarriages) in 2006, multi gravida (pregnancies: 7), parity 5 (live births: 5((B)(6) 2004, (B)(6) 2005, (B)(6) 2005, (B)(6) 2007)), depression, anxiety, post-traumatic stress disorder and bipolar disorder. Concurrent conditions included irregular periods, menstrual disorder, nausea and tubal ligation. Concomitant products included aripiprazole, fluticasone, ibuprofen, oxybutynin hydrochloride (oxybutynin chloride) and paracetamol (tylenol). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), vaginal infection ("infection (vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced complication of device insertion ("failed insertion of right implant"). In (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cyst ("cysts nos"), fatigue ("fatigue"), mental disorder ("mental health issues") and loss of libido ("sex drive/ nope I just can't seem to get into it"). The patient was treated with surgery (total hysterectomy,salpingectomy (bilateral) ,oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, abdominal pain upper, complication of device insertion, cyst, dysmenorrhoea, dyspareunia, fatigue, hypertonic bladder and mental disorder outcome was unknown and the loss of libido had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, complication of device insertion, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypertonic bladder, loss of libido, menorrhagia, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media abdominal cramping,abdominal cramping,pelvic pain, dymenorrhea, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporter information added. Event : sex drive/ nope I just can't seem to get into it added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgery to remove one or more of the essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.